Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the user alleged on insulin pump for possible under delivery anomaly. Blood glucose level was high of 268 mg/dl. Customer stated that they treated with manual injections. Customer was assisted with troubleshooting. Customer did displacement test and it was failed. Customer was not using auto mode feature at the time of reported high blood glucose event. Customer alleged for possible nder delivery on insulin pump because his blood glucose was not coming down. No harm medical intervention was reported. The insulin pump will be returned for analysis. Reservoir will not be returned for analysis.